Manufacturer narrative:
Device evaluation- the device was given functional testing. Examination showed the device had given an error alarm of 20201 but this issue did not repeat during functional testing. This type of error can indicate an issue with the real time clock battery issue. The real time clock battery was replaced to address this issue. The cause of this component issue was not definitely established.

Event description:
It was reported that the device gave an alarm with displayed message "error 20201". No known adverse effects to patient.